Manufacturer narrative:
The technician replaced both head end brake casters to repair the stretcher.

Event description:
Information received indicates both head end brake casters swivel when in brake.